Event description:
It was reported that during the stenosis procedure in the m1 section of the right cerebral hemisphere, the physician used a guidewire to work with the subject balloon to super select the stenosis. A pressure pump was used to add pressure but no data was shown and the subject balloon failed to inflate. The physician removed the subject balloon was it was found to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, there was no damage noted to the balloon catheter shaft inside the inflation lumen, however there was procedural fluid found. The balloon catheter shaft was found to be kinked/bent. There was procedural fluid found inside the balloon catheter inflation lumen. There was dried procedural fluid found inside the balloon. During the functional inspection, the balloon could not be inflated during the test due to dried procedural fluid located along the balloon catheter shaft and the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'balloon failed to inflate' was confirmed during analysis and the reported 'balloon leaked during use' could not be replicated during the device analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used a guidewire to work with the balloon to super select to the stenosis and then used pressure pump to add pressure but no data was showed. The operator withdrew the balloon out of patient's body and found the balloon leaked. Replaced the balloon with another one to finish the procedure'. The device was returned for analysis the balloon catheter shaft was noted to have a minor kink/bend. There was dried procedural fluids present inside the inflation path and inside the balloon indicating that there was a leak at some point within the inflation path. Because the inflation path was blocked with the dried procedural fluid it was not possible to determine if the leak was present in the balloon itself. There was no other damage present to the device. It is not clear from the event description and additional information how the damage to the balloon catheter occurred. Therefore, an assignable cause of procedural factors has been assigned to the reported 'balloon leaked during use' and 'balloon failed to inflate' and to the analysed 'balloon failed to inflate' and 'balloon catheter kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stenosis procedure in the m1 section of the right cerebral hemisphere, the physician used a guidewire to work with the subject balloon to super select the stenosis. A pressure pump was used to add pressure but no data was shown and the subject balloon failed to inflate. The physician removed the subject balloon was it was found to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.